Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to this reported event.

Event description:
During a procedure on the right internal carotid, the distal tip of the filter separated off the filter guidewire and was allocated in the distal part of the internal carotid.